Manufacturer narrative:
(B)(4). Date sent: 6/08/2026. D4: batch # 977c01. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45d reload present. The reload was received unfired with the pan detached from the reload. In addition, 19 double drivers and 4 single drivers missing, making the reload non-functional. No conclusion could be reached on what may have caused the reload pan to dislodge. The device event log was reviewed, no clinical use was recorded as part of the event log. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the bulkhead contacts were noted to be damaged. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record was performed for the finished device ech45s lot number c9e396 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 977c01, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device did not work even with the battery was assembled. There was no patient consequence nor surgical delay reported. No additional information provided.